Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The architect concentrated wash buffer is an onboard solution used on the architect i2000sr processing module. The complaint states that an inspection found black sediment at the bottom of the buffer tank and that the buffer tank was then cleaned. The customer support specialist (css) communicated to the customer that there are many possible factors that cause outliers and recommended regularly running instrument maintenance procedures in order to reduce sample carryover and tubing contamination. Ticket search by lot indicates the reagent lot is performing as expected for this product. The trend review for the architect concentrated wash buffer (ln 06c54-82) found no trends related to this issue. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the architect concentrated wash buffer, lot number 44312fn00 was identified.

Event description:
The customer observed false positive architect total b-hcg result on one patient. The physician questioned the result, and the sample was repeated which generated negative result. The patient provided a new sample, and the result was also negative. The following data was provided: initial result = 2744.36 iu/l (positive); repeat result = < 1.20 iu/l (negative). New sample result = < 1.20 iu/l (negative). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg result on one patient. The physician questioned the result, and the sample was repeated which generated negative result. The patient provided a new sample, and the result was also negative. The following data was provided: initial result = 2744.36 iu/l (positive); repeat result = < 1.20 iu/l (negative). New sample result = < 1.20 iu/l (negative) . No impact to patient management was reported.